Event description:
It was reported that during implant of the pulse generator, proper torque could not be confirmed when tightening a setscrew. When the torque wrench was removed, the setscrew was removed as well. The device was removed from the pocket and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.